Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v314282, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-28, lot# v314282, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that there was no telemetry with the physician programmer or patient programmer. The patient was experienced a loss of stimulation sensation from the implantable neurostimulator (ins) and a loss of therapeutic effect following a cardio version procedure. The patient was getting good therapy prior to the cardio version procedure. Additional information has been requested, but was not available as of the date of this report.